Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fractured implant/ essure fragments let in uterus") and bacterial vulvovaginitis ("infection- (bladder, urinary tract/vaginal): vaginitis/ bacterial vaginitis") in a 36-year-old female patient who had essure (batch no. 880425) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included c-section in 2011, depression and vaginal odor. Previously administered products included for an unreported indication: nuvaring from 2011 to 2012 and mirena. Concurrent conditions included urinary incontinence, tension-free vaginal tape sling, obesity, dysuria, colposcopy, vaginal burning sensation, vaginal irritation, cholecystectomy, bacterial vaginosis, fibroids, fibroid uterine enlarged and autoimmune disorder. Concomitant products included duloxetine hydrochloride (cymbalta) for anhedonia, nuvaring from 2011 to 2012 for birth control, ibuprofen for dyspareunia, gabapentin and propranolol for essential tremor, metronidazole (metrogel) for vaginitis as well as alprazolam (xanax), bupropion (wellbutrin), nitrofurantoin (macrobid) and oxybutynin. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced bladder disorder ("bladder / urinary problems / changes"), urinary tract disorder ("bladder / urinary problems / changes"), dyspareunia ("painful intercourse / dyspareunia"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2014, the patient experienced mental disorder ("psycological/ psychiatric problems"). In 2015, the patient experienced vaginal discharge ("vaginal discharge"). In 2016, the patient experienced bacterial vulvovaginitis (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with pelvic pain, alopecia ("hair loss"), fatigue ("fatigue,"), nausea ("nausea"), tremor ("neurological conditions/ problems type-tremors"), tooth disorder ("dental problems"), migraine ("migraines/headaches"), headache ("migraines/headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), menstrual disorder ("menstruation issue"), abdominal distension ("bloating"), back pain ("back pain"), depression ("extreme depression"), device expulsion ("coils in uterus after tubal ligation/ essure fragments let in uterus") and uterine leiomyoma ("fibroids"). The patient was treated with clotrason (betamethasone w/clotrimazole) and surgery (the da vinci robotic total laparoscopic hysterectomy with bilateral salpingectomy on (B)(6) 2017). Essure was removed in 2017. At the time of the report, the device breakage, bacterial vulvovaginitis, alopecia, fatigue, nausea, tremor, tooth disorder, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, menstrual disorder, menorrhagia, vaginal haemorrhage, abdominal distension, vaginal discharge, depression, device expulsion, uterine leiomyoma and mental disorder outcome was unknown and the dyspareunia and back pain had resolved. The reporter provided no causality assessment for depression with essure. The reporter considered abdominal distension, alopecia, back pain, bacterial vulvovaginitis, bladder disorder, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, mental disorder, migraine, nausea, tooth disorder, tremor, urinary tract disorder, uterine leiomyoma, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: left-4 coils were visualized within the endometrial cavity after placement of essure. On the contralateral side, 4 coils confirmed in the uterine cavity after deployment of the device. During essure removal procedure, coils had pushed through fallopian tubes. Per social media: I've gotten so much sicker since removal. The event s uterine fibroids and psychological/ psychiatric problems were added. Patient recovered from pelvic pain, abdominal pain and dyspareunia 3 months after essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: essure device successfully occluded on (B)(6) 2012 hysterosalpingogram (hsg) was done and impression obtained as contrast projects over the lower pelvis. No contrast is identified within the uterus are fallopian tubes, as this the cervical os could not be entered during the examination (as written). An essure device is noted on the left. There is also a iinear radiodensity projected over the superior right pubic ramus which likewise felt to represent an essure device (B)(6) 2012 hysterosalpingogram (hsg) was done and impression obtained as the essure implants appeared to be in place. However, the left side appeared completely occluded. The right side was noted to spill dye, which spilled into the abdominal cavity. The tvt was then done. (B)(6) 2012 hysterosalpingogram (hsg) was done and impression obtained as normal appearing endometrial canal. Successful bilateral fallopian tube obstruction. Unilateral occlusion (left tube occluded) , fallopian tubes were successfully occluded bilaterally on (B)(6) 2012. "Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dysmenorrhea, pelvic pain. Per social media: depression was added." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jul-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fractured implant") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), menstrual disorder ("menstruation issue"), headache ("headaches"), fatigue ("fatigue,"), dyspareunia ("painful intercourse") and abdominal distension ("bloating"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device breakage, pelvic pain, menstrual disorder, headache, fatigue, dyspareunia and abdominal distension outcome was unknown. The reporter considered abdominal distension, device breakage, dyspareunia, fatigue, headache, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device successfully occluded.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fractured implant") and bacterial vulvovaginitis ("infection- (bladder, urinary tract/vaginal): vaginitis/ bacterial vaginitis") in a 36-year-old female patient who had essure (batch no. 880425) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included c-section in 2011, depression and vaginal odor. Previously administered products included for an unreported indication: nuvaring from 2011 to 2012 and mirena. Concurrent conditions included urinary incontinence, tension-free vaginal tape sling, obesity, dysuria, colposcopy, vaginal burning sensation, vaginal irritation, cholecystectomy, bacterial vaginosis, fibroids, fibroid uterine enlarged and autoimmune disorder nos. Concomitant products included duloxetine hydrochloride (cymbalta) for anhedonia, nuvaring from 2011 to 2012 for birth control, ibuprofen for dyspareunia, gabapentin and propranolol for essential tremor, metronidazole (metrogel) for vaginitis as well as alprazolam (xanax), bupropion (wellbutrin), nitrofurantoin (macrobid) and oxybutynin. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced dyspareunia ("painful intercourse / dyspareunia"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2015, the patient experienced vaginal discharge ("vaginal discharge"). In 2016, the patient experienced bacterial vulvovaginitis (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with pelvic pain, alopecia ("hair loss"), fatigue ("fatigue,"), nausea ("nausea"), tremor ("neurological conditions/ problems type-tremors"), mental disorder ("psychological or psychiatric problems"), tooth disorder ("dental problems"), bladder disorder ("bladder / urinary problems / changes"), urinary tract disorder ("bladder / urinary problems / changes"), migraine ("migraines/headaches"), headache ("migraines/headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), menstrual disorder ("menstruation issue"), abdominal distension ("bloating"), back pain ("back pain") and depression ("extreme depression"). The patient was treated with clotrason (betamethasone w/clotrimazole) and surgery (the da vinci robotic total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, bacterial vulvovaginitis, alopecia, fatigue, nausea, tremor, mental disorder, tooth disorder, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, menstrual disorder, menorrhagia, vaginal haemorrhage, abdominal distension, vaginal discharge and depression outcome was unknown and the dyspareunia and back pain had resolved. The reporter provided no causality assessment for depression with essure. The reporter considered abdominal distension, alopecia, back pain, bacterial vulvovaginitis, bladder disorder, device breakage, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, mental disorder, migraine, nausea, tooth disorder, tremor, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: left-4 coils were visualized within the endometrial cavity after placement of essure. On the contralateral side, 4 coils confirmed in the uterine cavity after deployment of the device. During essure removal procedure, coils had pushed through fallopian tubes. Per social media: I've gotten so much sicker since removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35 kg/sqm. Hysterosalpingogram - on 29-mar-2012: essure device successfully occluded on 29-mar-2012 hysterosalpingogram (hsg) was done and impression obtained as contrast projects over the lower pelvis. No contrast is identified within the uterus are fallopian tubes, as this the cervical os could not be entered during the examination (as written). An essure device is noted on the left. There is also a iinear radiodensity projected over the superior right pubic ramus which likewise felt to represent an essure device. 05-apr-2012 hysterosalpingogram (hsg) was done and impression obtained as the essure implants appeared to be in place. However, the left side appeared completely occluded. The right side was noted to spill dye, which spilled into the abdominal cavity. The tvt was then done. 12-jul-2012 hysterosalpingogram (hsg) was done and impression obtained as normal appearing endometrial canal. Successful bilateral fallopian tube obstruction. Unilateral occlusion (left tube occluded) , fallopian tubes were successfully occluded bilaterally on 13-jul-2012. "Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dysmenorrhea, pelvic pain. Per social media: depression was added." Most recent follow-up information incorporated above includes: on 3-apr-2018: per social media: patient's concomitant disease and event: extreme depression was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fractured implant") and bacterial vulvovaginitis ("infection- (bladder, urinary tract/vaginal): vaginitis/ bacterial vaginitis") in a 36-year-old female patient who had essure (batch no. 880425) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included c-section in 2011, depression and vaginal odor. Previously administered products included for an unreported indication: nuvaring from 2011 to 2012 and mirena. Concurrent conditions included urinary incontinence, tension-free vaginal tape sling, obesity, dysuria, colposcopy, vaginal burning sensation, vaginal irritation, cholecystectomy, bacterial vaginosis, fibroids, fibroid uterine enlarged and autoimmune disorder. Concomitant products included duloxetine hydrochloride (cymbalta) for anhedonia, nuvaring from 2011 to 2012 for birth control, ibuprofen for dyspareunia, gabapentin and propranolol for essential tremor, metronidazole (metrogel) for vaginitis as well as alprazolam (xanax), bupropion (wellbutrin), nitrofurantoin (macrobid) and oxybutynin. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced bladder disorder ("bladder / urinary problems / changes"), urinary tract disorder ("bladder / urinary problems / changes"), dyspareunia ("painful intercourse / dyspareunia"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In january 2014, the patient experienced mental disorder ("psychological/ psychiatric problems"). In 2015, the patient experienced vaginal discharge ("vaginal discharge"). In 2016, the patient experienced bacterial vulvovaginitis (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with pelvic pain, alopecia ("hair loss"), fatigue ("fatigue,"), nausea ("nausea"), tremor ("neurological conditions/ problems type-tremors"), tooth disorder ("dental problems"), migraine ("migraines/headaches"), headache ("migraines/headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), menstrual disorder ("menstruation issue"), abdominal distension ("bloating"), back pain ("back pain"), depression ("extreme depression"), device expulsion ("coils in uterus after tubal ligation") and uterine leiomyoma ("fibroids"). The patient was treated with clotrason (betamethasone w/clotrimazole) and surgery (the da vinci robotic total laparoscopic hysterectomy with bilateral salpingectomy on (B)(6) 2017). Essure was removed in 2017. At the time of the report, the device breakage, bacterial vulvovaginitis, alopecia, fatigue, nausea, tremor, tooth disorder, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, menstrual disorder, menorrhagia, vaginal haemorrhage, abdominal distension, vaginal discharge, depression, device expulsion, uterine leiomyoma and mental disorder outcome was unknown and the dyspareunia and back pain had resolved. The reporter provided no causality assessment for depression with essure. The reporter considered abdominal distension, alopecia, back pain, bacterial vulvovaginitis, bladder disorder, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, mental disorder, migraine, nausea, tooth disorder, tremor, urinary tract disorder, uterine leiomyoma, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: left-4 coils were visualized within the endometrial cavity after placement of essure. On the contralateral side, 4 coils confirmed in the uterine cavity after deployment of the device. During essure removal procedure, coils had pushed through fallopian tubes. Per social media: I've gotten so much sicker since removal. The event s uterine fibroids and psychological/ psychiatric problems were added. Patient recovered from pelvic pain, abdominal pain and dyspareunia 3 months after essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: essure device successfully occluded on (B)(6) 2012 hysterosalpingogram (hsg) was done and impression obtained as contrast projects over the lower pelvis. No contrast is identified within the uterus are fallopian tubes, as this the cervical os could not be entered during the examination (as written). An essure device is noted on the left. There is also a iinear radiodensity projected over the superior right pubic ramus which likewise felt to represent an essure device (B)(6) 2012 hysterosalpingogram (hsg) was done and impression obtained as the essure implants appeared to be in place. However, the left side appeared completely occluded. The right side was noted to spill dye, which spilled into the abdominal cavity. The tvt was then done. (B)(6) 2012 hysterosalpingogram (hsg) was done and impression obtained as normal appearing endometrial canal. Successful bilateral fallopian tube obstruction. Unilateral occlusion (left tube occluded) , fallopian tubes were successfully occluded bilaterally on (B)(6) 2012. "Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dysmenorrhea, pelvic pain. Per social media: depression was added." Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet: the event coils in uterus after tubal ligation was added. On (B)(6) 2018: plaintiff fact sheet: the event fibroids was added. Patient recovered from pelvic pain, abdominal pain and dyspareunia 3 months after essure removal. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("fractured implant/ essure fragments let in uterus") and bacterial vulvovaginitis ("infection- (bladder, urinary tract/vaginal): vaginitis/ bacterial vaginitis") in a 36-year-old female patient who had essure (batch no. 880425) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included c-section in 2011, depression and vaginal odor. Previously administered products included for an unreported indication: nuvaring from 2011 to 2012 and mirena. Concurrent conditions included urinary incontinence, tension-free vaginal tape sling, obesity, dysuria, colposcopy, vaginal burning sensation, vaginal irritation, cholecystectomy, bacterial vaginosis, fibroids, fibroid uterine enlarged and autoimmune disorder. Concomitant products included duloxetine hydrochloride (cymbalta) for anhedonia, nuvaring from 2011 to 2012 for birth control, ibuprofen for dyspareunia, gabapentin and propranolol for essential tremor, metronidazole (metrogel) for vaginitis as well as alprazolam (xanax), bupropion (wellbutrin), nitrofurantoin (macrobid) and oxybutynin. On (B)(6) 2012, the patient had essure inserted. On 19-jul-2013, 1 year 6 months after insertion of essure, the patient experienced bladder disorder ("bladder / urinary problems / changes") and urinary tract disorder ("bladder / urinary problems / changes"). In january 2014, the patient experienced alopecia ("hair loss"), fatigue ("fatigue,"), nausea ("nausea"), tooth disorder ("dental problems"), dyspareunia ("painful intercourse / dyspareunia") and weight increased ("weight gain / loss (specify which one): weight gain"). On (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). In october 2014, the patient experienced tremor ("neurological conditions/ problems type-tremors"). On (B)(6) 2015, the patient experienced depression ("extreme depression / psychological or psychiatric problems condition: depression") and anxiety ("psychological and psychiatric problems: mental anguish"). In 2016, the patient experienced bacterial vulvovaginitis (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with pelvic pain, dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and uterine leiomyoma ("other injury complication please describe: fibroids"). On an unknown date, the patient experienced migraine ("migraines/headaches"), headache ("migraines/headaches"), menstrual disorder ("menstruation issue"), abdominal distension ("bloating"), back pain ("back pain") and device expulsion ("coils in uterus after tubal ligation/ essure fragments let in uterus"). The patient was treated with clotrason (betamethasone w/clotrimazole) and surgery (the da vinci robotic total laparoscopic hysterectomy with bilateral salpingectomy on (B)(6) 2017). Essure was removed in 2017. At the time of the report, the device breakage, bacterial vulvovaginitis, alopecia, fatigue, nausea, tremor, tooth disorder, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, menstrual disorder, menorrhagia, vaginal haemorrhage, abdominal distension, vaginal discharge, depression, device expulsion, uterine leiomyoma, anxiety and weight increased outcome was unknown and the dyspareunia and back pain had resolved. The reporter provided no causality assessment for depression with essure. The reporter considered abdominal distension, alopecia, anxiety, back pain, bacterial vulvovaginitis, bladder disorder, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, nausea, tooth disorder, tremor, urinary tract disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: left-4 coils were visualized within the endometrial cavity after placement of essure. On the contralateral side, 4 coils confirmed in the uterine cavity after deployment of the device. During essure removal procedure, coils had pushed through fallopian tubes. Per social media: I've gotten so much sicker since removal. The event s uterine fibroids and psychological/ psychiatric problems were added. Patient recovered from pelvic pain, abdominal pain and dyspareunia 3 months after essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35 kg/sqm. Hysterosalpingogram - on 29-mar-2012: essure device successfully occluded on 29-mar-2012 hysterosalpingogram (hsg) was done and impression obtained as contrast projects over the lower pelvis. No contrast is identified within the uterus are fallopian tubes, as this the cervical os could not be entered during the examination (as written). An essure device is noted on the left. There is also a iinear radiodensity projected over the superior right pubic ramus which likewise felt to represent an essure device 05-apr-2012 hysterosalpingogram (hsg) was done and impression obtained as the essure implants appeared to be in place. However, the left side appeared completely occluded. The right side was noted to spill dye, which spilled into the abdominal cavity. The tvt was then done. On mar 2012 .the essure conformation test: total bilateral occlusion, unilateral occlusion (left tube occluded). 12-jul-2012 hysterosalpingogram (hsg) was done and impression obtained as normal appearing endometrial canal. Successful bilateral fallopian tube obstruction. Unilateral occlusion (left tube occluded) , fallopian tubes were successfully occluded bilaterally on 13-jul-2012. "Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dysmenorrhea, pelvic pain. Per social media: depression was added." Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 21-aug-2018: pfs received. Event added per pfs: mental anguish, weight gain / loss .(specify which one): weight gain. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fractured implant/ essure fragments let in uterus"), bacterial vulvovaginitis ("infection- (bladder, urinary tract/vaginal): vaginitis/ bacterial vaginitis") and genital haemorrhage ("bleeding") in a 36-year-old female patient who had essure (batch no. 880425) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section in 2011, depression and vaginal odor. Previously administered products included for an unreported indication: nuvaring from 2011 to 2012 and mirena. Concurrent conditions included urinary incontinence, tension-free vaginal tape sling, obesity, dysuria, colposcopy, vaginal burning sensation, vaginal irritation, cholecystectomy, bacterial vaginosis, fibroids, fibroid uterine enlarged and autoimmune disorder. Concomitant products included duloxetine hydrochloride (cymbalta) for anhedonia, ethinylestradiol;etonogestrel (nuvaring) from 2011 to 2012 for birth control, ibuprofen for dyspareunia, gabapentin and propranolol for essential tremor, metronidazole (metrogel) for vaginitis as well as alprazolam (xanax), bupropion hydrochloride (wellbutrin), nitrofurantoin (macrobid), omeprazole and oxybutynin. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced bladder disorder ("bladder / urinary problems / changes") and urinary tract disorder ("bladder / urinary problems / changes"), 1 year 6 months after insertion of essure. In (B)(6) 2014, the patient experienced alopecia ("hair loss"), fatigue ("fatigue,"), nausea ("nausea"), tooth disorder ("dental problems") and dyspareunia ("painful intercourse / dyspareunia") and was found to have weight increased ("weight gain / loss (specify which one): weight gain"). On (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced tremor ("neurological conditions/ problems type-tremors"). On (B)(6) 2015, the patient experienced depression ("extreme depression / psychological or psychiatric problems condition: depression") and anxiety ("psychological and psychiatric problems: mental anguish"). In 2016, the patient experienced bacterial vulvovaginitis (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with pelvic pain, dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and was found to have uterine leiomyoma ("other injury complication please describe: fibroids"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), migraine ("migraines/headaches"), headache ("migraines/headaches"), menstrual disorder ("menstruation issue"), abdominal distension ("bloating"), back pain ("back pain") and device expulsion ("coils in uterus after tubal ligation/ essure fragments let in uterus"). The patient was treated with betamethasone;clotrimazole (betamethasone w/clotrimazole) and surgery (the da vinci robotic total laparoscopic hysterectomy with bilateral salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, bacterial vulvovaginitis, alopecia, fatigue, nausea, tremor, tooth disorder, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, menstrual disorder, menorrhagia, vaginal haemorrhage, abdominal distension, vaginal discharge, depression, device expulsion, uterine leiomyoma, anxiety and weight increased outcome was unknown and the genital haemorrhage, dyspareunia and back pain had resolved. The reporter provided no causality assessment for depression with essure. The reporter considered abdominal distension, alopecia, anxiety, back pain, bacterial vulvovaginitis, bladder disorder, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, nausea, tooth disorder, tremor, urinary tract disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: left-4 coils were visualized within the endometrial cavity after placement of essure. On the contralateral side, 4 coils confirmed in the uterine cavity after deployment of the device. During essure removal procedure, coils had pushed through fallopian tubes. Discrepancy noted in insertion date. Previously reported as: (B)(6) 2012 in current follow up reported as: (B)(6) 2012 per social media: I've gotten so much sicker since removal. The event s uterine fibroids and psychological/ psychiatric problems were added. Patient recovered from pelvic pain, abdominal pain and dyspareunia 3 months after essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: essure device successfully occluded done and impression obtained as contrast projects over the lower pelvis. No contrast is identified within the uterus are fallopian tubes, as this the cervical os could not be entered during the examination (as written). An essure device is noted on the left. There is also a iinear radiodensity projected over the superior right pubic ramus which likewise felt to represent an essure device; on (B)(6) 2012: impression obtained as the essure implants appeared to be in place. However, the left side appeared completely occluded. The right side was noted to spill dye, which spilled into the abdominal cavity. The tvt was then done.; on (B)(6) 2012: impression obtained as normal appearing endometrial canal. Successful bilateral fallopian tube obstruction. Unilateral occlusion (left tube occluded) , fallopian tubes were successfully occluded bilaterally on (B)(6) 2012.. "Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dysmenorrhea, pelvic pain. Per social media: depression was added." Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 30-nov-2018: pfs received:event genital bleeding and event bleeding outcome added as recovered incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fractured implant/ essure fragments let in uterus') and bacterial vulvovaginitis ('infection- (bladder, urinary tract/vaginal): vaginitis/ bacterial vaginitis') in a 36-year-old female patient who had essure (batch no. 880425) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section in 2011, depression and vaginal odor. Previously administered products included for an unreported indication: nuvaring from 2011 to 2012 and mirena. Concurrent conditions included urinary incontinence, tension-free vaginal tape sling, obesity, dysuria, colposcopy, vaginal burning sensation, vaginal irritation, cholecystectomy, bacterial vaginosis, fibroids, fibroid uterine enlarged and autoimmune disorder. Concomitant products included duloxetine hydrochloride (cymbalta) for anhedonia, ethinylestradiol;etonogestrel (nuvaring) from 2011 to 2012 for birth control, ibuprofen for dyspareunia, gabapentin and propranolol for essential tremor, metronidazole (metrogel) for vaginitis as well as alprazolam (xanax), antibacterials for systemic use, bupropion hydrochloride (wellbutrin), omeprazole and oxybutynin. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced bladder disorder ("bladder / urinary problems / changes") and urinary tract disorder ("bladder / urinary problems / changes"), 1 year 6 months after insertion of essure. In (B)(6) 2014, the patient experienced alopecia ("hair loss"), fatigue ("fatigue,"), nausea ("nausea"), tooth disorder ("dental problems") and dyspareunia ("painful intercourse / dyspareunia") and was found to have weight increased ("weight gain / loss (specify which one): weight gain"). On (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced tremor ("neurological conditions/ problems type-tremors"). On (B)(6) 2015, the patient experienced depression ("extreme depression / psychological or psychiatric problems condition: depression") and anxiety ("psychological and psychiatric problems: mental anguish"). In 2016, the patient experienced bacterial vulvovaginitis (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with pelvic pain, dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and was found to have uterine leiomyoma ("other injury complication please describe: fibroids"). On an unknown date, the patient experienced genital haemorrhage ("bleeding"), migraine ("migraines/headaches"), headache ("migraines/headaches"), menstrual disorder ("menstruation issue"), abdominal distension ("bloating"), back pain ("back pain") and device expulsion ("coils in uterus after tubal ligation/ essure fragments let in uterus"). The patient was treated with clotrimazole and surgery (the da vinci robotic total laparoscopic hysterectomy with bilateral salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, bacterial vulvovaginitis, alopecia, fatigue, nausea, tremor, tooth disorder, migraine, headache, dysmenorrhoea, menstrual disorder, abdominal distension, vaginal discharge, depression, device expulsion, uterine leiomyoma, anxiety and weight increased outcome was unknown and the genital haemorrhage, bladder disorder, urinary tract disorder, dyspareunia, menorrhagia, vaginal haemorrhage and back pain had resolved. The reporter provided no causality assessment for depression with essure. The reporter considered abdominal distension, alopecia, anxiety, back pain, bacterial vulvovaginitis, bladder disorder, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, nausea, tooth disorder, tremor, urinary tract disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: left-4 coils were visualized within the endometrial cavity after placement of essure. On the contralateral side, 4 coils confirmed in the uterine cavity after deployment of the device. During essure removal procedure, coils had pushed through fallopian tubes. Discrepancy noted in insertion date. Previously reported as: (B)(6) 2012 in current follow up reported as: (B)(6) 2012. Per social media: I've gotten so much sicker since removal. The event s uterine fibroids and psychological/ psychiatric problems were added. Patient recovered from pelvic pain, abdominal pain and dyspareunia 3 months after essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: essure device successfully occluded done and impression obtained as contrast projects over the lower pelvis. No contrast is identified within the uterus are fallopian tubes, as this the cervical os could not be entered during the examination (as written). An essure device is noted on the left. There is also a iinear radiodensity projected over the superior right pubic ramus which likewise felt to represent an essure device; on (B)(6) 2012: impression obtained as the essure implants appeared to be in place. However, the left side appeared completely occluded. The right side was noted to spill dye, which spilled into the abdominal cavity. The tvt was then done.; on (B)(6) 2012: impression obtained as normal appearing endometrial canal. Successful bilateral fallopian tube obstruction. Unilateral occlusion (left tube occluded) , fallopian tubes were successfully occluded bilaterally on (B)(6) 2012. "Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dysmenorrhea, pelvic pain. Per social media: depression was added." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet was received. Events outcome were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fractured implant/ essure fragments let in uterus') in a (B)(6) female patient who had essure (batch no. 880425) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section in 2011, depression and vaginal odor. Previously administered products included for an unreported indication: nuvaring from 2011 to 2012 and mirena. Concurrent conditions included urinary incontinence, tension-free vaginal tape sling, obesity, dysuria, colposcopy, vaginal burning sensation, vaginal irritation, cholecystectomy, bacterial vaginosis, fibroids, fibroid uterine enlarged and autoimmune disorder. Concomitant products included duloxetine hydrochloride (cymbalta) for anhedonia, ethinylestradiol;etonogestrel (nuvaring) from 2011 to 2012 for birth control, ibuprofen for dyspareunia, gabapentin and propranolol for essential tremor, metronidazole (metrogel) for vaginitis as well as alprazolam (xanax), antibacterials for systemic use, bupropion hydrochloride (wellbutrin), omeprazole and oxybutynin. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced bladder disorder ("bladder / urinary problems / changes") and urinary tract disorder ("bladder / urinary problems / changes"), 1 year 6 months after insertion of essure. In (B)(6) 2014, the patient experienced alopecia ("hair loss"), fatigue ("fatigue,"), nausea ("nausea"), tooth disorder ("dental problems") and dyspareunia ("painful intercourse / dyspareunia") and was found to have weight increased ("weight gain / loss (specify which one): weight gain"). On (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced tremor ("neurological conditions/ problems type-tremors"). On (B)(6) 2015, the patient experienced depression ("extreme depression / psychological or psychiatric problems condition: depression") and anxiety ("psychological and psychiatric problems: mental anguish"). In 2016, the patient experienced bacterial vulvovaginitis ("infection- (bladder, urinary tract/vaginal): vaginitis/ bacterial vaginitis"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with pelvic pain, dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and was found to have uterine leiomyoma ("other injury complication please describe: fibroids"). On an unknown date, the patient experienced genital haemorrhage ("bleeding"), migraine ("migraines/headaches"), headache ("migraines/headaches"), menstrual disorder ("menstruation issue"), abdominal distension ("bloating"), back pain ("back pain") and device expulsion ("coils in uterus after tubal ligation/ essure fragments let in uterus"). The patient was treated with clotrimazole and surgery (the da vinci robotic total laparoscopic hysterectomy with bilateral salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, bacterial vulvovaginitis, alopecia, fatigue, nausea, tremor, tooth disorder, migraine, headache, dysmenorrhoea, menstrual disorder, abdominal distension, vaginal discharge, depression, device expulsion, uterine leiomyoma, anxiety and weight increased outcome was unknown and the genital haemorrhage, bladder disorder, urinary tract disorder, dyspareunia, menorrhagia, vaginal haemorrhage and back pain had resolved. The reporter provided no causality assessment for depression with essure. The reporter considered abdominal distension, alopecia, anxiety, back pain, bacterial vulvovaginitis, bladder disorder, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, nausea, tooth disorder, tremor, urinary tract disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: left-4 coils were visualized within the endometrial cavity after placement of essure. On the contralateral side, 4 coils confirmed in the uterine cavity after deployment of the device. During essure removal procedure, coils had pushed through fallopian tubes. Discrepancy noted in insertion date. Previously reported as: (B)(6) 2012 in current follow up reported as: (B)(6) 2012 per social media: I've gotten so much sicker since removal. The event s uterine fibroids and psychological/ psychiatric problems were added. Patient recovered from pelvic pain, abdominal pain and dyspareunia 3 months after essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Hysterosalpingogram - on (B)(6) 2012: results: essure device successfully occluded done and impression obtained as contrast projects over the lower pelvis. No contrast is identified within the uterus are fallopian tubes, as this the cervical os could not be entered during the examination (as written). An essure device is noted on the left. There is also a iinear radiodensity projected over the superior right pubic ramus which likewise felt to represent an essure device; on (B)(6) 2012: impression obtained as the essure implants appeared to be in place. However, the left side appeared completely occluded. The right side was noted to spill dye, which spilled into the abdominal cavity. The tvt was then done.; on (B)(6) 2012: impression obtained as normal appearing endometrial canal. Successful bilateral fallopian tube obstruction. Unilateral occlusion (left tube occluded) , fallopian tubes were successfully occluded bilaterally on (B)(6) 2012.. "Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dysmenorrhea, pelvic pain. Per social media: depression was added." Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fractured implant") and bacterial vulvovaginitis ("infection- (bladder, urinary tract/vaginal): vaginitis/ bacterial vaginitis") in a 36-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included c-section in 2011, depression and vaginal odor. Previously administered products included for an unreported indication: nuvaring from 2011 to 2012 and mirena. Concurrent conditions included urinary incontinence, tension-free vaginal tape sling, obesity, dysuria, colposcopy, vaginal burning sensation, vaginal irritation, cholecystectomy, bacterial vaginosis, fibroids and fibroid uterine enlarged. Concomitant products included duloxetine hydrochloride (cymbalta) for anhedonia, nuvaring from 2011 to 2012 for birth control, ibuprofen for dyspareunia, gabapentin and propranolol for essential tremor, metronidazole (metrogel) for vaginitis as well as alprazolam (xanax), bupropion (wellbutrin), nitrofurantoin (macrobid) and oxybutynin. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced dyspareunia ("painful intercourse / dyspareunia"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2015, the patient experienced vaginal discharge ("vaginal discharge"). In 2016, the patient experienced bacterial vulvovaginitis (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with pelvic pain, alopecia ("hair loss"), fatigue ("fatigue,"), nausea ("nausea"), tremor ("neurological conditions/ problems type-tremors"), mental disorder ("psychological or psychiatric problems"), tooth disorder ("dental problems"), bladder disorder ("bladder / urinary problems / changes"), urinary tract disorder ("bladder / urinary problems / changes"), migraine ("migraines/headaches"), headache ("migraines/headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), menstrual disorder ("menstruation issue"), abdominal distension ("bloating") and back pain ("back pain"). The patient was treated with clotrason (betamethasone w/clotrimazole) and surgery (the da vinci robotic total laparoscopic hysterectomy with bilateral salpingectomy ). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, bacterial vulvovaginitis, alopecia, fatigue, nausea, tremor, mental disorder, tooth disorder, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, menstrual disorder, menorrhagia, vaginal haemorrhage, abdominal distension and vaginal discharge outcome was unknown and the dyspareunia and back pain had resolved. The reporter considered abdominal distension, alopecia, back pain, bacterial vulvovaginitis, bladder disorder, device breakage, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, mental disorder, migraine, nausea, tooth disorder, tremor, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: left-4 coils were visualized within the endometrial cavity after placement of essure. On the contralateral side, 4 coils confirmed in the uterine cavity after deployment of the device. During essure removal procedure, coils had pushed through fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: essure device successfully occluded on (B)(6) 2012 hysterosalpingogram (hsg) was done and impression obtained as contrast projects over the lower pelvis. No contrast is identified within the uterus are fallopian tubes, as this the cervical os could not be entered during the examination (as written). An essure device is noted on the left. There is also a iinear radiodensity projected over the superior right pubic ramus which likewise felt to represent an essure device. On (B)(6) 2012 hysterosalpingogram (hsg) was done and impression obtained as the essure implants appeared to be in place. However, the left side appeared completely occluded. The right side was noted to spill dye, which spilled into the abdominal cavity. The tvt was then done. On (B)(6) 2012 hysterosalpingogram (hsg) was done and impression obtained as normal appearing endometrial canal. Successful bilateral fallopian tube obstruction. Unilateral occlusion (left tube occluded) , fallopian tubes were successfully occluded bilaterally on (B)(6) 2012. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dysmenorrhea, pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received. Events were added per pfs: events abnormal bleeding (vaginal, menorrhagia), infection- (bladder, urinary tract/vaginal): typevaginitis, infection (bacterial), psychological or psychiatric problems, bladder or urinary problems or changes, migraines/headaches, dental problems, nausea, neurological conditions or problems: type-tremors and hair loss. Treatment drug and historical condition were updated. Patient date of birth, ethnicity, reporters, product indication, lot number was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.